Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc for evaluation. The sample contained obvious signs of use in the form of biological material. The catheter body appeared to be intentionally trimmed. After the sample failed functional testing, the distal lumen was microscopically examined. A small hole was detected at the junction of the distal luer hub and extension line. This hole is consistent with undue force being applied on the extension line. The overall length of the catheter body measured 260 mm which indicates at least 47 mm were trimmed and not returned per product drawing. The outer diameter of the distal lumen measured 2.12 mm which is within specifications of 2.10-2.20 mm per product drawing. The inner diameter of the distal extension line measured 1.47 mm which is within specifications of 1.42 mm-1.50 mm per product drawing. This indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter body was then clamped and a water-filled lab inventory syringe pressurized each line. The distal lumen leaked near the luer hub when pressurized. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed all three extension lines were fully secured within the luer hubs. Manufacturing engineering was contacted to determine a potential root cause for the defect observed. It was indicated that the damage is consistent with excessive force being applied to the distal luer hub of the extension line. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Based on feedback from manufacturing engineering, this damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed based on sales history with no relevant findings. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "luer-lock connection (brown head) has leaking problem".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "luer-lock connection (brown head) has leaking problem".